Event description:
During a cystectomy + reconstruction procedure, the surgeon fired the device on a small bowel and reported that one side of the staples was closed ok, but on the other side the staples were left open. The surgeon used sutures to close the open bowel and continued the operation as scheduled. No pt consequence.